Event description:
According to the discharge summary, the valve was explanted due to "leaking". Additional info received stated that one month postoperatively, the pt experienced "mild" aortic regurgitation and in 2000 experienced "moderate" aortic regurgitation. 9 months later, the pt experienced aortic insufficiency requiring explant.

Event description:
Description of event: in 1999, a dr implanted a 25 mm aortic st. Jude medical mechanical heart valve sjm masters series with silzone coating (model 25as-601) as a result of severe aortic regurgitation. According to the implant operative report, the patient had a preoperative diagnosis of aortic endocarditis. At implant, a rupture of the right and non-coronary leaflets was observed in the aortic valve as well as a "shallow abscess cavity" relative to the "upper part of the septum". The patient had a history of glomerulonephritis (1984), which required dialysis (1985-1986, 1996-present), chronic renal failure, kidney transplant (1986), nephrectomy (1998), and staphylococcus aureus (mrsa) post-nephrectomy. The patient developed hyperthyroidism postoperatively and is awaiting kidney transplant. In 2000, a dr explanted this valve due to insufficiency in relation to paravalvular dehiscence. According to the information received in the legal documents, transthoracic and transesophageal echocardiograms performed in april 2000 revealed "significant paravalvular aortic regurgitation" and in 2000, the patient experienced aortic insufficiency which required explant. According to the surgical pathology report, the sewing cuff was partly lined by gray-white "neoendocardial" tissue. Grossly, there was no evidence of thrombosis or vegetation on the leaflets. "Irregular fragments" of fibrous connective tissue were present with areas of foreign body type inflammation "in relation to fragments of suture/clot". The pathological diagnosis was "patchy foreign body type inflammation and focal surface thrombus in relation to endocardial lining of the sewing ring". According to the discharge summary, a carbomedics mechanical heart valve had been implanted. At discharge, in 2000, the patient's inr was 1.6, their incisions were "well-healed" and chest x-ray showed "left lower lobe atelectasis and small left pleural fluid collection". No additional information was received.